Event description:
It was reported that post op of a lap cholecystectomy, the patient returned to the hospital and was readmitted for additional surgery. Upon reopening the patient, it was discovered that the clips had fallen off and there was a cystic duct leak. The patient was reported to have had healthy tissue at the time of clip placement and everything looked sufficient to close and complete the procedure. The clips were placed correctly and there was no scissoring noted by the surgeon upon closure. The packaging and the device had been discarded. The original procedure date was 2007. The patient went home the following day; and then was readmitted to the hospital two days later. They performed a hidascan that showed a leak. They did not have to re-operate on the patient. The next day, they did an ercp and placed a stent on the cystic duct. The patient was released from the hospital the following month. The stent was removed in 2008. Patient is reported to be stable at this time.

Manufacturer narrative:
Date sent: 02/21/2008. Information is unavailable; device was not returned for evaluation.